Manufacturer narrative:
A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 17076969. Further feedback provided by the customer confirmed the occlusion was identified when the samples were connected to a weigao infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 17076969 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that reports of this nature against the smartsite device occur at a low frequency and have not been attributable to a product defect or manufacturing issue. H3 other text : see section h.10.

Event description:
It was reported that 22 ll vlv adpt(stand alone) experienced spontaneous disconnection and were clogged/blocked. The following information was provided by the initial reporter: when the 2000e connectors were used the next day or the third day, the nurse found that 22 smartsite connectors were completely prevent fluidic fill in & fill out and the connector was broken. Through communication, it was found that there were no problems in using method. These affected products were the same batch. It is recommended to inspect the connector of this batch. A total of 102 samples were got, of which 98 samples were unopened and 4 samples were clogged. The broken connector sample has been discarded, but a photo provided. The sample cannot be returned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. 2000e (B)(4) 510k this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product. K960280.

Event description:
It was reported that 22 ll vlv adpt(stand alone) experienced spontaneous disconnection and were clogged/blocked. The following information was provided by the initial reporter: when the 2000e connectors were used the next day or the third day, the nurse found that 22 smartsite connectors were completely prevent fluidic fill in & fill out and the connector was broken. Through communication, it was found that there were no problems in using method. These affected products were the same batch. It is recommended to inspect the connector of this batch. A total of 102 samples were got, of which 98 samples were unopened and 4 samples were clogged. The broken connector sample has been discarded, but a photo provided. The sample cannot be returned.